Manufacturer narrative:
The t:slim g4 pump user guide states: do not deliver a bolus until you have reviewed the calculated bolus amount on the pump display. If you dose an insulin amount that is too high or too low, this could cause very high or very low blood glucose. You can adjust the insulin units up or down before you decide to deliver your bolus. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer had been experiencing difficulty charging the pump with the usb cable and wall adapter. The customer confirmed that the pump was able to be charged with different charging supplies. In addition, the customer reported a elevated blood glucose (bg) level of 305 (mg/dl) the morning of the report. The elevated bg was caused by food and alcohol consumed the night prior. A bolus via the pump was delivered to address bg level. The customer's bg then dropped to 53 (mg/dl) due to overcorrecting for the elevated bg level. Food was consumed to address low bg level. A recommendation was made for the customer to discuss bg levels with their healthcare provider.